Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: no product was returned. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined as the use issue related since excessive tension was applied as the device passed from the subclavian artery to the bifurcation preventing successful delivery of impella. Product damage (catheter kink): the cause of product damage was most likely use issue related since during insertion of the impella 5.5, excessive tension was applied as the device passed from the subclavian artery to the bifurcation, causing a kink in the catheter shaft device history lot: device lot: 1926437. Device history review: device (sn: (B)(6)) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient in post cardiotomy cardiogenic shock with low cardiac output syndrome was being implanted with an impella 5.5 for mechanical circulatory support. It was reported that during the insertion of the pump, the physician applied excessive tension as the device passed from the subclavian artery to the bifurcation which caused the catheter to kink. The physician decided to abort the insertion of the pump and replaced the pump with a new device. The new impella 5.5 was successfully inserted, and support was initiated. It was noted that prior to impella 5.5 support, the patient had been cannulated for extracorporeal membrane oxygenation and was intubated for respiratory support. The patient remained on impella 5.5 support with the new device for three days, and it was noted that the patient¿s outcome was expired while on support. There were no allegations of product malfunction or patient harm reported with the subsequent pump.

Manufacturer narrative:
A2, a4 is unknown. Given the limited information surrounding the details the patient's condition and cause of death the initial impella 5.5 cannot be excluded as a possible contributing factor. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.